Event description:
It was reported from adult oncology that the primary rn and secondary rn hung the cytarabine that was supposed to infuse over 24 hrs. The pump matched the orders in medication administration record (mar) after medication was sent to pump to go in at a rate of 10.8 over 24 hours. At 1916, patient called stating the pump was beeping. Primary rn was notified that the cytarabine that was supposed to infuse over 24 hours infused in less than one hour. Primary rn had charge nurse verify the pump settings with her, pump settings still showed to infuse at 10.8 ml/hr over 24 hours and the infusion still had 23 hours left to infuse. Pharmacy was called to verify drug and dose and pump settings. The patient was monitored and there were no adverse effects caused to the patient in the event.

Manufacturer narrative:
The customer¿s report that cytarabine that was supposed to infuse over 24 hours infused in less than one hour could not be reproduced during this investigation. Log analysis results: a review of the pcu event log prior to the reported event date and time shows on (B)(6) 2020 at 6:30 pm, pump module s/n (B)(6) received a remote IV primary infusion of drug ID 198 (drug amount 171 mg, diluent volume= 258.6 ml) at the rate of 10.7729 ml/h and vtbi of 258.55 ml for a duration of a 24 hour infusion. The primary volume infused was noted as 746.499 ml; an accumulated total from prior performed infusions. Approximately 45 minutes later at 7:16 pm, the pump module alarmed for air in line. Three minutes later at 7:19 pm, the channel off key was pressed and the pump module was powered off. The primary volume infused was now listed as 754.47 ml. The duration of this specific infusion was approximately 45 minutes for a total volume infused of 7.971 ml. Further review of the log noted no further infusion from the pump module device. The root cause was not identified. The actual infusion bag/container volume could not be determined from the event logs. No infusion bag/container or disposable set was received for inspection and testing. Device history review: a review of the pump module device history record showed the device had a manufacture date of 8/11/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from adult oncology that the primary rn and secondary rn hung the cytarabine that was supposed to infuse over 24 hrs. The pump matched the orders in medication administration record after medication was sent to pump to go in at a rate of 10.8 over 24 hours. At 1916, patient called stating the pump was beeping. Primary rn was notified that the cytarabine that was supposed to infuse over 24 hours infused in less than one hour. Primary rn had charge nurse verify the pump settings with her, pump settings still showed to infuse at 10.8 ml/hr over 24 hours and the infusion still had 23 hours left to infuse. Pharmacy was called to verify drug and dose and pump settings. The patient was monitored and there were no adverse effects caused to the patient in the event.